Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 575 mg/dl. Customer's other blood glucose value was 519 mg/dl. Customer alleging possible pump under delivery. The customer experienced symptoms such pain in the kidney area and thirsty and tired. The customer was treated with manual injection. The device was not expected to be returned for analysis.